Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the weight the of the device was within specifications, yellow particles on the shell, fold creases, a curved opening on the radius, and a wear abrasion. A microscopic analysis was performed which identified: a crease sharp opening on the radius and stress marks. Based on the device analysis the final assessment is: a crease sharp opening on radius assessed as fold flaw opening.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. Additionally healthcare professional reported that the device was observed to be ruptured during surgery. The device has been explanted and not replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. Additionally healthcare professional reported that the device was observed to be ruptured during surgery. The device has been explanted and not replaced.